Manufacturer narrative:
D9 - date device returned to manufacturer: unknown. The investigation for the reported display issue has been completed. The product was returned, and the issue was confirmed. Device analysis: failure mode was reproduced during investigation. Aic booted up, and it was observed that the icm did not start. Usb-connector on the io-panel was unplugged and plugged several times without success. While the micro-usb plug on the icm was pressed, the power was momentarily restored and light mode and blue led would eventually flash, indicating the cable movement/ reducing strain resolved the intermittent backstrap cable issue. A known-good icm module was replaced temporarily without solving the failure. Per the results of the clinical review and investigation, the root cause was determined to be related to the "backstrap" cable on the back of aic this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that the icm does not start when the console is switched on. There was no mention of patient involvement.